Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: the recorded total daily doses of insulin correctly added up to the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was calculating the insulin on board correctly. The battery compartment was found to be cracked.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient experienced an elevated blood glucose (bg) over 500 mg/dl with abdominal pain, extreme drowsiness, extreme thirst, fatigue and excess urination and a large level of ketones associated with an alleged insulin on board calculation issue with the pump. Reportedly, the patient remained on the pump and received treatment by a health care provider in the form of phone advice and was treated with insulin via injection and another unspecified treatment. It was reported that the patient also drank a lot of water. During troubleshooting with customer technical support (cts), it was revealed that the insulin on board (iob) was not calculating correctly into the bolus total. This complaint is being reported based on the allegation that the patient experienced hypoglycemia because of an insulin on board calculation issue with the pump.